Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose value from reported event was 50 mg/dl . Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown if the pump was used with auto mode feature or not. The insulin pump will not be returned for analysis.